Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 07p60-21/-31, with 510k/PMA/bla number k153730. The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67743be01. A review of the device history record did not identify any non-conformances or deviations with lot number 67743be01 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. Additionally, in-house testing of a retained reagent kit of the complaint lot 67743be01 was performed. All specifications were met, and no false nonreactive results were obtained, showing that the lot generates the expected results. Based on our investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent, lot number 67743be01.

Event description:
The customer observed false nonreactive alinity I syphilis tp result for a patient, which was inconsistent with the johnson & johnson platform. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity I syphilis tp result = 0.93 s/co (nonreactive), johnson & johnson result = 1.36 s/co (positive) [reference range: <0.80 s/co], there was no impact to patient management reported.